Event description:
A cvc line placement/replacement in right femoral vein was performed. The patient was discovered with heavily soaked dressings and bedding (blood stained fluid), which appeared to be coming from the line. It was noted the red lumen had split at the manifold. The line was flushed, which revealed large amounts of fluid had leaked through the red lumen. The line had been in situ for 2 days. The leakage of the fluid meant the pt was not receiving cardiac drugs for some hours, resulting in the deterioration of their condition. A new line was inserted causing distress and infection risk.